Event description:
The hospital reported during a procedure a stent fell out of the endoscope and into the patient. The doctor retrieved the stent with a snare and completed the procedure. The patient was subsequently taken to the recovery room and is reportedly fine.